Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil). It was reported that the physician experienced resistance while advancing the smart coil into the target vessel. No additional information is available.